Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fibre optic sensor module failure while in patient. Pump removed from patient. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, corrected code - d1, d4 (catalog number, version number, UDI), e3, e2, a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found fault log #53 fos continuous bit failed. This fault is generated by the fiber-optic module. The fse replaced fiber optic module. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.